Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. However, after further review of the order it was found that an order entry error occurred when the order was placed. The customer wanted their seeds to be 0.46mci at the time of implant, not at the time the order was filled. The complaint was confirmed as an order entry error. The standard measurement certificate, 10% assay certificate, and the order processing worksheet were reviewed, and no discrepancies were observed. The sales order indicated the requested activity was 0.46mci, and that was the activity allocated for this order. The standard measurement certificate as well as the 10% assay certificate supports 0.46mci as the seed activity for this order. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. However, after further review of the order it was found that an order entry error occurred when the order was placed. The complaint was confirmed as an order entry error. The standard measurement certificate, 10% assay certificate, and the order processing worksheet were reviewed, and no discrepancies were observed. The standard measurement certificate, 10% assay certificate, and the order processing worksheet were reviewed, and no discrepancies were observed. The sales order indicated the requested activity was 0.46mci, and that was the activity allocated for this order. The standard measurement certificate as well as the 10% assay certificate supports 0.46mci as the seed activity for this order. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer ordered (115) seeds and found, on the day of the implant, that the seeds' activity had reduced by (10%).the seeds that were ordered had an activity of (0.460mci) and on the day of the implant ((B)(6) 2016) they had an activity of (0.414mci).